Manufacturer narrative:
It was reported that the patient has bone spur on the patella. It was also reported that the knee is unstable and that there is a slight lift off laterally on the tibia tray. A revision surgery is planned to exchange the poly inserts and possibly the tibial tray. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has bone spur on the patella. It was also reported that the knee is unstable and that there is a slight lift off laterally on the tibia tray. A revision surgery is planned to exchange the poly inserts and possibly the tibial tray.